Manufacturer narrative:
The customer was requested to provide more material for the investigation to see if the workflow problem could be reproduced, but the material was not provided. With the materials provided it could not be determined why the patient information was not properly aligned between cobas it 1000 and the lis. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a cobas it 1000 (c1tk) software issue that could have impacted a patient's identification. The c1tk software version was 2.07.00 when the patient information was originally entered into the electronic records, they were entered incorrectly. This information was transferred to the c1tk software. This information was transferred to the customer's laboratory information system (lis). In the lis system someone noticed the patient information was incorrect. The information was corrected and the electronic records were also corrected the c1tk software still had the incorrect patient name and was displaying the wrong patient name on the meters used to test the patient. The patient's name displayed on the meters had been incorrect since (B)(6) 2018 and went unnoticed until (B)(6) 2018. On (B)(6) 2018 a nurse noticed the patient's name on the meter was incorrect. The patient's name was corrected and c1tk now showed the correct patient name. The was no adverse event. The correct patient identification number has been linked to the correct patient's electronic record. This meant that the correct patient results were being electronically matched correct patient. The patient had 355 measurements done on multiple meter between (B)(6) 2018 and (B)(6) 2018 during which the problem went unnoticed. The investigation is currently ongoing.